Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customers blood glucose (bg) was 180 mg/dl. Reportedly, the customer reverted to an alternate method insulin therapy.